Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the unit failed normal and diag mode was verified to be caused by a defective resistor on the main pcb. The main pcb was replaced to resolve the problem. The board was scrapped. No emerging trend based on similar reports.